Event description:
It was also reported that the patient was ¿in a lot of pain¿.

Manufacturer narrative:
(B)(4).

Event description:
Additional information confirmed that pump replacement surgery in (B)(6) 2012 was due to normal battery depletion. The infection that the patient was exposed to was staphylococcus and (B)(6) and it was confirmed on (B)(6) 2012. It was indicated that once the patient had the steri-strips removed, the wound had "opened up again." At that point the patient went to a different clinic to have her wound managed. It was stated that the patient was no longer a candidate for the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: three or four days after the patient got the pum, the back of it was turning red and it was hot.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID 8709, lot# serial# (B)(4), implanted: (B)(6) 2005, explanted: product type catheter. Product ID 8578, lot# serial# (B)(4), implanted: (B)(6) 2012, explanted: product type accessory. (B)(4).

Event description:
It was reported that the patient developed a (B)(6) following a pump replacement in (B)(6) 2012. It was reported that the infection began right after surgery and the site "got red and opened up. Blood and pus came out". The physician had stated that he "left the sock in" (possibly the mesh pouch) from a previous pump implant in 2005 and that the same catheter was used. At the time of the report the patient was at home and had a "wound vac" since (B)(6). The patient stated that it was "getting better" and that she no longer had any device system components. The device system was used to deliver dilaudid (hydromorphone) and marcaine (bupivacaine). Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).